Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('tubo-ovarian abscess/ pelvic abscess/ fallopian tube with abscess and necrosis') and pelvic inflammatory disease ('evidence of inflamed, infected uterus') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (exploratory laparotomy, supracervical hysterectomy, left salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the tubo-ovarian abscess and pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease and tubo-ovarian abscess to be related to essure. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : pelvic inflammatory disease, tubo-ovarian abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('tubo-ovarian abscess/ pelvic abscess/ fallopian tube with abscess and necrosis') and pelvic inflammatory disease ('evidence of inflamed, infected uterus') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (exploratory laparotomy, supracervical hysterectomy, left salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the tubo-ovarian abscess and pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease and tubo-ovarian abscess to be related to essure. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : pelvic inflammatory disease, tubo-ovarian abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.